Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. A portion of the device remained in the patient, and the other portion was discarded, thus no investigation could be completed. Conclusions codes were used for this event. In the spectranetics instructions for use (IFU), 4. Warnings, it states in part: when using the lld: do not abandon a lead in a patient with a lld still inside the lead. Severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device. The physician did not attempt to unlock the lld from the lead prior to cutting and capping the lld/lead and jailing it in place. There was no evidence of malfunction of the lld.

Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular (rv) lead, model 5076, implanted 71 months, another rv lead, model 4024, implanted 328 months, and a right atrial (ra) lead, model 4524, implanted 328 months. Spectranetics lead locking devices (llds) were used as the traction platform to aid in the leads'' extractions. It was reported that the ra lead, model 4524, and the rv lead, model 4024 were successfully removed during the procedure. However, as the physician was alternating use between a spectranetics 14f glidelight laser sheath and a spectranetics tightrail rotating dilator sheath to attempt extraction of the rv lead, model 5076, it was reported that there was bleeding from the pocket. The surgeon went in through the pocket, and discovered a left cephalic artery and vein injury, along with a subclavian injury (please reference MDR #1721279-2021-00115 which captures the glidelight device in use in the area of injury). It was discovered that this was due to the initial placement of the rv lead; the lead was placed in a collateral vein to the subclavian, and when the devices entered the vessel, the cephalic artery and vein injuries occurred. It was suspected that the patient had an arterial/venous (av) fistula (between the subclavian vein and the cephalic artery) prior to the case. The tears were successfully repaired by the surgeon. The physician did not attempt to unlock the lld from the rv lead, so the rv lead, with the lld present within the lead, were both cut and capped, and jailed in place. The patient survived the procedure. This report is submitted to capture the lld which was present within the rv lead and was cut and capped, jailed in place, and remained in the patient. Although there was no alleged malfunction of any spectranetics device in use during the procedure, a portion of the lld remained within the patient''s body.